Event description:
This problem involves a dental curing light. Valo light with a 4 second cure time with at least 3 curing intervals. I had a dental filling procedure. During the procedure there was a device used that I had never seen in use before. I asked the dr. What the device was and she said it was a light-curing device. It emitted a blue light. My question/concern was there any protection in place to protect my eyes from damage. In specific some type of filter to filter blue light at the same wavelength as the light-curing device. I have experienced some eye/head pain since the procedure. I went to the eye doctor. I told him about the curing light issue and he performed an exam. He told me that both corneas are burned. And, swollen. He gave me numbing drops in both eyes. And, told me to check back with him on monday. I was given safety glasses to wear for the procedure. Not anything specific to a curing light. Valo and or dentist should use or provide the correct eye protection glasses for curing light procedures. Does valo require and or sell/provide safety glasses for use with their curing lights? Valo curing light was/is a danger to my eyesight. Burned corneas and swollen. Two eye doctor visits. Numbing drops and some vision loss for over a week. FDA safety report ID# (B)(4).